Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose first time at hospitalization was 244 mg/dl and the second time was 323 mg/dl. Customer had blood glucose value of 300mg/dl and was on urgent care for it. Customer using insulin pump within 48 hours of high blood glucose of event. Customer was experienced symptoms of high blood glucose level such as nausea, confusion. Insulin pump was on auto mode. Based on customer¿s report customer did allege under delivery. The customer was treated with manual mode for high blood glucose level and in hospital with intravenous fluids, administered 1 unit of insulin in the hospital. The insulin pump will not be returned for analysis.